Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2022. Customer's blood glucose value was 402 mg/dl at the time of the incident. Customer's current blood glucose level was 107 mg/dl. The customer was assisted with troubleshooting for high blood glucose. The customer was treated with intravenous insulin drip. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.